Manufacturer narrative:
A visual inspection was performed on the affected component. During the inspection, it was confirmed that some sort of thermal activity had occurred around the upper section of the charger causing the casing to melt. Inspection also shown there to be some sort of electronic component having been melted into the carry handle of the charger. It was also noted that an iphone charge cable was attached to the charger and also embedded itself into the casing. This damage appears to have initiated from the "outside" of the charger casing, but as the initial inspection was visual in nature, it is only speculation. End user is reported to be in good physical condition after this event having suffered a minor burn to his right palm causing redness to his skin. Client was supplied with a new charger and reports to be charging his chair without any further incident. The DHR was reviewed and unit was found to have been built according to specification. The affected component is being returned to parent company for a more in-depth failure analysis to be performed. A follow-up MDR will be filed upon receipt of findings.

Event description:
End user reported while in the process of charging his power wheelchair, the charger overheated resulting in flames coming from the charger. Client reports having suffered a minor burn to his right palm which did not require any medical attention.

Manufacturer narrative:
Parent company completed investigation of the suspect charger. The findings shown there weren't any trace signs of thermal activity on the pcb (printed circuit board) or in the pcb compartment. There wasn't any trace of overheating found to be related to the chair charger. The plastic housing was affected of fire/heat only at the local position where the fire occurred on the "outside" of the housing. It was determined that the thermal incident was initiated by the phone charger that was laying across the top of the chair charger.